Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and high threshold measurements. No rv lead dislodgement was observed. Surgical intervention was performed and the rv lead was repositioned successfully and remains in service. No additional adverse patient effects were reported.